Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, it was noted that the patient's anatomy was severely tortuous, including a "z-shaped" infrarenal aortic neck, and moderately calcified. After deployment of the trunk-ipsilateral leg component, a proximal type I endoleak was reportedly seen on angiogram. The physician used a boston-scientific balloon in an attempt to achieve better apposition to the vessel wall, but the endoleak remained. The physician then implanted an aortic extender component to treat the endoleak. It was reported that the aortic extender component was positioned slightly above the right renal ostium; however, an angiogram verified that both renal arteries were still patent. After touch-up ballooning of the aortic extender component, it was reported that the type I endoleak was resolved, but the right renal artery was blocked. The physician indicated that plaque on the renal ostium may have been shifted during ballooning, causing the right renal artery to be blocked. After consulting with the patient's family, the decision was made to leave the right renal artery as is. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and embolization.